Manufacturer narrative:
B5 describe event or problem: updated with additional information received h6: patient code e0605 cardiac tamponade added per surpass data.

Event description:
It was reported that pericardial effusion and perforation occurred. A left atrial appendage (laa) closure procedure was being performed, and a 24mm watchman flx pro closure device was selected to be used. During a farapulse ablation with a watchman concomitant a trace effusion was noted. There was an issue getting access with the faradrive sheath. The physician mapped the right atrium using a non-boston scientific (bsc) mapping catheter. A standard transseptal technique was used to gain access at a mid-mid location. The faradrive dilator was contaminated. The physician decided to use a non-bsc 18 fr long introducer to floss the transseptal puncture over an amplatz wire. The physician flossed aggressively several times, then advanced the faradrive sheath over the amplatz wire and into the non-bsc 18 long introducer and the faradrive sheath from the right atrium (ra) to the left atrium (la). The physician used standard farapulse technique to ablate the pulmonary veins, posterior wall, anterior mitral line, and a roofline in the la. A total of 59 ablations were given. The left side of the heart was mapped using the non-bsc mapping catheter and confirmed the isolation. The faradrive sheath was exchanged for a watchman fxd curve double curve access system (was) sheath over an amplatz wire. The physician buddied the 2d intracardiac echocardiography (ice) catheter into the la. Measurements were taken of the mitral valve (mv), aortic valve (av), and pulmonary artery (pa) views. The ice catheter was advanced into the pulmonary vein (pv), under the mitral valve to achieve these views. Then the pigtail catheter was advanced into the was sheath, and a contrast shot was performed. The posterior wing was noted. A 24mm closure device was selected to be used. The closure device met position, anchor, size and seal (pass) criteria. The physician took a contrast shot and wanted to advance the closure device deeper into the anterior lobe. Two more deployments were tried. The last deployment was deeper into the appendage in the anterior lobe. The closure device was more compressed, especially towards the distal end, the shape was good. The closure device passed the tug test, and two more contrast shots were taken, the right anterior oblique caudal and anteroposterior caudal view. The closure device looked stable, no pericardial effusion was noted. And the closure device was released. The physician was performing a pericardial effusion sweep when discovered the effusion had grown significantly. Immediately a pericardiocentesis was performed and blood was drained for about an hour. The physician had to auto transfuse the patient blood back in. Fresh frozen plasma (ffp) and platelets were administrated and xarelto reversing agent. In total, about 500-600 ccl of blood was drawn out of the pericardial space. The physician looked for any puncture but was unable to find one. Extensively checked for flow around the closure device and found no perforation around device. Then swept the left side before going to the right side of the heart. The physicians noted the blood being withdrawn was dark. The staff tested it and found the oxygen saturation was at 77%. The physicians speculated that a perforation occurred in the right atrium. The patient was stabilized and we all step into the control room. Unfortunately, the effusion grew again, and the physician stepped back into the room to withdraw more blood. The ffp and platelet seemed to kick in and the effusion stopped growing. The physician was autotransfusion the blood for at least another 30 mins. The patient was stabilized and sent to the cardiac care unit (ccu) intubated for further monitoring. The physician was going to perform one more transesophageal echocardiography (tee) before sending the patient to the ccu. The patient is not discharged yet, the laboratory mentioned the patient has low blood pressure and acute kidney problems. The patient is expected to fully recover. It was further reported that pericardial effusion with tamponade occurred.

Event description:
It was reported that pericardial effusion and perforation occurred. A left atrial appendage (laa) closure procedure was being performed, and a 24mm watchman flx pro closure device was selected to be used. During a farapulse ablation with a watchman concomitant a trace effusion was noted. There was an issue getting access with the faradrive sheath. The physician mapped the right atrium using a non-boston scientific (bsc) mapping catheter. A standard transseptal technique was used to gain access at a mid-mid location. The faradrive dilator was contaminated. The physician decided to use a non-bsc 18 fr long introducer to floss the transseptal puncture over an amplatz wire. The physician flossed aggressively several times, then advanced the faradrive sheath over the amplatz wire and into the non-bsc 18 long introducer and the faradrive sheath from the right atrium (ra) to the left atrium (la). The physician used standard farapulse technique to ablate the pulmonary veins, posterior wall, anterior mitral line, and a roofline in the la. A total of 59 ablations were given. The left side of the heart was mapped using the non-bsc mapping catheter and confirmed the isolation. The faradrive sheath was exchanged for a watchman fxd curve double curve access system (was) sheath over an amplatz wire. The physician buddied the 2d intracardiac echocardiography (ice) catheter into the la. Measurements were taken of the mitral valve (mv), aortic valve (av), and pulmonary artery (pa) views. The ice catheter was advanced into the pulmonary vein (pv), under the mitral valve to achieve these views. Then the pigtail catheter was advanced into the was sheath, and a contrast shot was performed. The posterior wing was noted. A 24mm closure device was selected to be used. The closure device met position, anchor, size and seal (pass) criteria. The physician took a contrast shot and wanted to advance the closure device deeper into the anterior lobe. Two more deployments were tried. The last deployment was deeper into the appendage in the anterior lobe. The closure device was more compressed, especially towards the distal end, the shape was good. The closure device passed the tug test, and two more contrast shots were taken, the right anterior oblique caudal and anteroposterior caudal view. The closure device looked stable, no pericardial effusion was noted. And the closure device was released. The physician was performing a pericardial effusion sweep when discovered the effusion had grown significantly. Immediately a pericardiocentesis was performed and blood was drained for about an hour. The physician had to auto transfuse the patient blood back in. Fresh frozen plasma (ffp) and platelets were administrated and xarelto reversing agent. In total, about 500-600 ccl of blood was drawn out of the pericardial space. The physician looked for any puncture but was unable to find one. Extensively checked for flow around the closure device and found no perforation around device. Then swept the left side before going to the right side of the heart. The physicians noted the blood being withdrawn was dark. The staff tested it and found the oxygen saturation was at 77%. The physicians speculated that a perforation occurred in the right atrium. The patient was stabilized and we all step into the control room. Unfortunately, the effusion grew again, and the physician stepped back into the room to withdraw more blood. The ffp and platelet seemed to kick in and the effusion stopped growing. The physician was autotransfusion the blood for at least another 30 mins. The patient was stabilized and sent to the cardiac care unit (ccu) intubated for further monitoring. The physician was going to perform one more transesophageal echocardiography (tee) before sending the patient to the ccu. The patient is not discharged yet, the laboratory mentioned the patient has low blood pressure and acute kidney problems. The patient is expected to fully recover.